Event description:
Following the successful deployment of company's excluder bifurcated endoprosthesis the physician detected a small type I endoleak. During ballooning, the aorta ruptured and the pt expired. The cause of death was perfused blood loss. The physician stated that the aorta was the consistency of tissue paper. It is company's understanding that this was a procedural issue; both death and vascular trauma are possible procedure related adverse events as listed in company's instructions for use. No allegation of deficiency was made regarding this device and as such no further investigation or communication is warranted.